Event description:
Placed 3/4/98, in rt arm. On 3/18/98, the hub broke completely off. (The hub was secured with seri-strips, catheter secured with tegaderm).

Manufacturer narrative:
Product implicated is a 3f catheter. Returned for evaluation are two unopened samples from the same lot. Lot history review indicates no related component or manufacturing issues and three product complaints of similar nature, which were recorded as user related. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The returned sample was subjected to tensile and elongation testing. All test results were above product specifications. The complaint is inconclusive, since the original sample was not returned and the returned sample was above the required specification.